Manufacturer narrative:
The complainant was unable to provide the suspect device lot number, therefore, the lot expiration and device manufacture dates are unknown. Initial reporter facility name: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted tria firm ureteral stent was being removed from a patient during a stent removal procedure in the bladder performed on (B)(6) 2020. The tria firm ureteral stent was implanted about two weeks prior to the planned stent removal procedure performed on (B)(6) 2020 with no issues reported during placement. However, the exact implant date was not reported. According to the complainant, on (B)(6) 2020, during the planned stent removal procedure, the stent was slipping from the grasper and it was difficult to remove. Reportedly, after several attempts the physician was able to remove the stent using a flexible grasper. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.